Event description:
The pt reported a confirmed catheter kink (date and type of test not reported). The catheter was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.